Event description:
Ethicon harmonic blue hand piece was not working, causing error messages upon setup. The cord problem was validated by biomed with both the original and a subsequent focus hand piece. Ethicon generator indicated that there are 55 lives left on this "blue hand piece" cord. Diagnosis or reason for use: proctectomy for rectal prolapse. Event abated after use stopped or dose reduced: no. Event reappeared after reintroduction: yes.